Event description:
Three yrs post-operative pt presented herself in ER with painful right knee. X-rays revealed that the screw that is used to attach the stem extension to the femoral component was in the joint line. The femoral component was replaced.